Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2012-08164. Same case as MDR ID# 2134265-2012-08222. It was reported that during a rotational atherectomy treatment procedure, the patient expired. The target lesion was located in an unspecified vessel. During ablation using a 1.25mm rotalink burr over a rotawire the patient experienced slow flow and went into ventricular fibrillation (v-fib). The patient later expired.